Manufacturer narrative:
(B)(4). Analysis of the pump revealed s2 battery resistance high; the battery failed mecc testing with a resistance measurement of 373 ohms. There were no resets, safe states, or eri in pump logs or during lab testing.

Event description:
The pt had no signs or symptoms of over or underdose. The referring physician requested pump replacement because the pump fell under a recall. There was reported to be no pt injury and the pt recovered without sequela. The device system was used to deliver morphine, bupivacaine, and clonidine. The pump underwent routine analysis.